Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the anterior and device appearance (observed void >1 mm in non-textured, valve-to shell-bond area) this is not considered defect. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. The device has been replaced.

Event description:
Healthcare professional reported a left side deflation. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.